Event description:
It was reported that the lead exhibited 400 episodes of noise, causing pulse generator inhibition. During the follow-up, the noise could not be reproduced. The lead was capped and replaced.

Manufacturer narrative:
Na